Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 460 mg/dl. Customer reported insulin pump had no delivery alarm. Trouble shooting was performed and insulin exited. No further complications were reported. The device will not be returned for analysis. Frn-mmt-326-rsvr, unomed inf set.